Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00585003012, articular surface with segmental hinge post size c 12mm, lot# 65244819.

Event description:
It was reported the patient was revised due to a fractured segmental hinge post and dislocation. Initial surgery date is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. D10: additional associated products. 00585003012, articular surface w/segmental hinge post size c 12 lot# 65244819. 00588000600, size 6 precoat cemented tibial component lot# 65346357. 00598801212, 12.7mm diameter 30mm l st stem length 75mm lot# 65270143. 00585004301, distal femoral xt component size c lot# 66651240. 00585004605, segment with male/female taper 50 mm length lot# 65623591. 00585004603, egment with male/female taper 30 mm length lot# 66552395. 00585204035, stem collar 35 mm o.d. Lot# 66134117. 00585205015, fluted stem ext straight 15mm dia 130mm l lot# 66054698. Visual examination of the provided images reveals that both devices, the hinge post, are fractured, various fragments are shown in the picture and the devices are disassembled. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This compliant can be confirmed based on the provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.